Event description:
It was reported that it had been observed there was swelling and soreness to the area as typical with extravasation leakage of therapy. Therapy used was oxaliplatin chemotherapy.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revf1280 showed no other similar product complaint(s) from this lot number.